Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusion can be made with out the device.

Event description:
The customer reported they could not remove air from the tube. The one-way valve does not work properly. This was confirmed after 1 minute of starting to use. No pt harm. The pt required re cannulation. Pre-test was done.